Manufacturer narrative:
The biomedical engineer reported that the patient being monitored had a torsade arrhythmia but both the central nurse's station (cns) and bedside monitor (bsm) did not alarm for it. No patient harm was reported. The customer was advised to send the log files in for review, as well as pictures of the interface screens on the unit. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information: bedside monitor:(B)(4).

Event description:
The biomedical engineer reported that the patient being monitored had a torsade arrhythmia but both the central nurse's station (cns) and bedside monitor (bsm) did not alarm for it. No patient harm was reported.

Event description:
The biomedical engineer reported that the patient being monitored had a torsade arrhythmia but both the central nurse's station (cns) and bedside monitor (bsm) did not alarm for it. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer reported that a patient being monitored that had a "torsade arrhythmia" and neither the bsm-6701 or cns-9701 alarmed. Bsm-6701 is bedside monitor and cns-9701 is a central monitor. Logs were sent to nihon kohden corporation for analysis. Investigation conclusion: the analysis showed that device functioned as intended, and that device did not categorize the event as vf because of the presence of the normal beats. As such there was no issue with monitoring of patient's vital signs. Clinician was able to review the patient's data and make necessary determination.